Event description:
The customer contacted physio-control to report that their device powered off unexpectedly when the code summary button was pressed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control reviewed the downloaded electronic records from the device and was able to verify the reported issue. Physio-control observed that there were four (4) unexpected losses of power on the day of the event, three of which occurred while attempting to print the code summary. Physio-control then performed a voltage drop test which indicated that the cause of the reported issue was worn battery pins. Physio-control then replaced the device's battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control obtained the customer's device for evaluation and downloaded its electronic patient records for review. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly when the code summary button was pressed. There was no patient use associated with the reported event.